Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2023, it was reported by a sales representative via email that a 3012-008 proximal humeral plate distal locking holes seemed to be crossed-threaded and did not accept multiple 8114-028 cortical screws. When the screws were implanted, they would spin in place and went right through the plate. This was discovered during a proximal humeral fracture procedure on 10/24/2023. Additional information received on 10/30/2023: the case was completed using a 3012-011 proximal humeral plate with multiple 8114-028 cortical screws.

Manufacturer narrative:
The complaint is confirmed. One unpacked 3012-008 proximal humeral plate, 8-hole, batch 180576, was received for evaluation. Visual inspection found nicks, bends, and damage on the threads of the screw holes. It was noted that one threaded hole lost its geometry because of a missing piece. The most likely cause for the reported failure is a user error. It is possible that the incorrect screw size was used or the screw insertion angle was wrong. When two devices are intended to be threaded together, ensure they are fully engaged before use.